Event description:
The customer reported that during use of this angled attachment with a drill, it operated noisy and wobbled. In addition, the drill got hot in the body of the handpiece. The user reported that both the handpiece and attachment were switched out for an alternate to complete the surgery. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the angle attachment for evaluation and confirmed the reported problems of wobbling and noisy during use. Further investigation found bearing failure and corrosion like deposits within the device, which caused the unit to run very rough and noisy. A review of repair history at conmed linvatec found that this attachment was last serviced in 2007. The handpiece in use during this event was submitted under report number: 1017294-2008-00115. The info for use (IFU) provides the following warnings: prior to each use, all equipment must be inspected for proper operation. Never operate a drill without the proper attachment. Before each use, be sure the attachment is correctly attached to the handpiece. Before each use, ensure burs are completely seated and locked in the instrument. If the instrument is activated without the bur completely seated and locked, the bur may be thrown from the instrument with great force, also possibly causing the instrument to severely overheat. Do not use a bent or otherwise damaged bur. Discontinue use if the bur doesn't appear straight or if it vibrates. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Angle attachments are to be returned every 12 months for preventive maintenance. Steam sterilization without a dry cycle may shorten the useful life of the attachment. Care of this attachment: after cleaning, but prior to sterilization, this attachment must be lubricated using hall attachment lubricant, catalog#: 00137503700.